Event description:
It was reported that during the filling of the cassettes a number of leakage were found. No patient injury was reported.

Manufacturer narrative:
The samples were received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12 and 24 normal conditions of illumination, during the visual inspection no discrepancies were detected. A syringe were used to infuse water into the ay bag, from the samples from a leakage was presented from top of the ay bag. The most probable root cause is during assembly process in the bag loading operation the ay bag was not handled properly.